Manufacturer narrative:
The pump was monitored, and no unexpected boluses were noted. Unable to confirm bolus delivery or button press history in pump history download due to an alarm noted in the alarm history. The alarm was due to corrupted history files. The pump had a cracked reservoir tube lip, cracked battery tube threads, and cracked case near the display window corners.

Event description:
It was reported that the customer had an issue where the pump delivered insulin without the buttons having been pressed last night. Customer's mother noticed this when she checked up on her daughter. Customer's mother stated that they no longer trust the pump and refuse to use it customer is no longer using the pump. The family does not use carelink and does not use keypad lock during the night. Customer was advised to consider using it in the future. Insulin pump will need to be replaced and returned. No additional information provided.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.